Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy there was an iab failure, however the customer did not provide any additional information about the specific failure. There was no reported injury to the patient.